Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for a device upgrade. During the procedure, the helix of the right ventricular lead did not extend. The lead also exhibited failure to capture. The lead was explanted and replaced successfully.